Manufacturer narrative:
Review of the device history record and related documents did not show any related manufacturing issues. Inspection and testing indicated that the device met with requirements prior to release. The suspect device was returned and evaluated. Investigation determined that the returned sample met manufacturing and dimensional requirements for this product. The device passed functional testing.

Event description:
A report was received that alleges that the tracheostomy tube was leaking after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.